Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two lead segments was performed. Visual inspection noted calcification on the lead¿s mesh tip, almost completely covered, just a small portion on one edge is not covered. Laboratory analysis confirmed the high impedance a layer of calcification had built up on the lead¿s mesh tip creating a non-conductive barrier between the lead mesh tip and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time. Prior testing has shown that as the calcification is removed, the impedance drops.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Fluoroscopy was performed and the physician saw an area of concern on the lead body near the device pocket. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.